Manufacturer narrative:
The axium prime coil will not be returned for evaluation as it was discarded at the site; therefore, no definitive conclusion can be drawn regarding the clinical observation. Medtronic, inc. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during stent assisted coiling treatment of a medium size cerebral aneurysm, this coil would not detach with the instant detacher or by using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). Upon removal the coil detached in the microcatheter. It was reported that the coil was removed with the microcatheter from the patient. Prior to this coil, four coils were implanted without issue. The physician determined delivery of new microcatheter was difficult, and the procedure was completed without further intervention. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.